Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, 5 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to retraction failure and leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that bd vacutainer® push button blood collection set had a retraction issue and leaked. The following information was provided by the initial reporter: "on 2 occasions this morning, during the realization of blood tests, 1 needle could not be secured and 1 other despite the safety of the needle engaged, loss of blood stored in the needle and tubing. Problems also occurred during the adaptation of the tubes."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® push button blood collection set had a retraction issue and leaked. The following information was provided by the initial reporter: "on 2 occasions this morning, during the realization of blood tests, 1 needle could not be secured and 1 other despite the safety of the needle engaged, loss of blood stored in the needle and tubing. Problems also occurred during the adaptation of the tubes."